Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 5-jun-2007. The source of the manufacture date is the release to warehouse date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During routine service and repair of the small battery drive it was discovered that the small battery drive was making an unusual sound and was getting hot. No additional information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment and not diagnosis additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the customer did not allege or identify any specific deficiency; it was observed during routine service and repair of the(lot 002299) small battery drive that the device was making an unusual sound and getting hot .evidence suggests this is due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.